Event description:
Treatment was initiated by right subclavian catheter with the blodlines secured to the catheter with paper tape. Pt immediately began complaining of shortness of breath and burning sensation in chest. Blood pump was stopped and bloodlines and connections were checked. It was noted that the arterial bloodline had separated from subclavian catheter. Pt was disconnected, placed in y-berg position on left side and given 02. Bp 160/80 p88 r 18. The bloodlines and dialyzer were recirculated, however the arterial line separated from the recirculating piece connection. Approx 150 cc of blood was lost. New arterial line was attached and dialysis was resumed. Approx one hour and 20 minutes into treatment, the air detector alarmed and air was noted in the liver. Pt was disconnected and system was recirculated, however their's did not appear to be a satisfactory connection of the arterial line to the recirculation piece. The arterial line was removed and a new arterial line from another lot number was attached to the system. The pt completed dialysis however she complained of heaviness in her chest post-dialysis bp 140/70. The pt was sent to the hospital for further evaluation and was released.